Event description:
The customer reported that they received erroneous results for two samples from the same patient tested for ion selective electrode (ise) sodium and potassium. The first sample had an initial sodium result of 80 mmol/l accompanied by a data flag. The sample was automatically repeated by the analyzer, with sodium resulting as 90 mmol/l accompanied by a data flag. The sample was repeated a second time with sodium resulting as 85 mmol/l accompanied by a data flag and this value was reported outside of the laboratory. The sample was then automatically repeated by the analyzer for a third sodium repeat value, resulting as 97 mmol/l accompanied by a data flag. The doctor questioned the ise results, so a second sample was collected from the patient. The second sample had an initial sodium result of 85 mmol/l accompanied by a data flag and an initial potassium result of 2.38 mmol/l accompanied by a data flag. These initial sodium and potassium values were reported outside of the laboratory. The sample was then automatically repeated by the analyzer with sodium resulting as 99 mmol/l accompanied by a data flag and potassium resulting as 2.58 mmol/l accompanied by a data flag. The sample was repeated a second time on a c311 analyzer with (B)(4), resulting as 143 mmol/l for sodium and 4.21 mmol/l for potassium. The second repeat values from the c311 analyzer were believed to be correct. The patient was not adversely affected by the event. The customer did not provide the sodium and potassium electrode lot numbers or expiration dates. The field service representative found an insect carcass in the vacuum nozzle of the rinse mechanism. He cleaned out the rinse mechanism. He observed proper operation during initialization and when running calibration and quality control. He ran precision testing.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.